Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a vizigo and the hemostatic valve on the vizigo sheath was tight and the physician had difficulty passing the transseptal needle and ablation catheter through it. The physician continued to use the sheath and the valve became more loose to where it started leaking. A second vizigo sheath was opened but the physician felt that the hemostatic valve on the second sheath was loose and did not use the catheter. The procedure was continued using the vizigo sheath that was leaking from the hemostatic valve. At the end of the procedure, the physician had to cut the vizigo sheath to remove the thermocool smarttouch sf (stsf) ablation catheter. Additional information was received, and it was reported that the hemostatic valve on both vizigo sheaths were leaking. The one that was cut was in the patient¿s body, while the second one that will be sent back, where they had noticed the same issue, did not go in the patient¿s body. No needle was used as it was typical flutter. The was no patient consequence.

Manufacturer narrative:
During internal review on 5-feb-2025, it was identified the incorrect imdrf code was submitted. Section h6. Medical device problem code has been updated with the correct coding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a vizigo and the hemostatic valve on the vizigo sheath was tight and the physician had difficulty passing the transseptal needle and ablation catheter through it. The physician continued to use the sheath and the valve became more loose to where it started leaking. A second vizigo sheath was opened but the physician felt that the hemostatic valve on the second sheath was loose and did not use the catheter. The procedure was continued using the vizigo sheath that was leaking from the hemostatic valve. At the end of the procedure, the physician had to cut the vizigo sheath to remove the thermocool smarttouch sf (stsf) ablation catheter. Additional information was received, and it was reported that the hemostatic valve on both vizigo sheaths were leaking. The one that was cut was in the patient¿s body, while the second one that will be sent back, where they had noticed the same issue, did not go in the patient¿s body. No needle was used as it was typical flutter. The was no patient consequence. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the hemostatic valve of the device was missing from the hub section, however, it was found with stress marks inside the shaft. A device history record was performed for the finished device number lot 60000441 and no internal actions related to the complaint was found during the review. The resistance with sheath and hemostatic valve leak issues reported could be related to the separation of the hemostatic valve; therefore, the customer complaint was confirmed. The potential cause of the separation of the valve could be related to the manipulation of the device before the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).